Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (8 mg/ml at 0.96 mg/day) via an implantable infusion pump. It was reported that the patient's pump began critically alarming on (B)(6) 2019 but she was unaware of the sound and didn't know where the sound was coming from. She began to show withdrawal symptoms and went to the emergency room (ER) on (B)(6) 2019. The patient noted nothing out of the ordinary occurred on (B)(6) and she was not exposed to any magnetic interference. She was sent to the hospital that day where they thought the reservoir was low but interrogation of the pump showed that the pump had been stalled for over 48 hours and no recovery was noted. The patient was treated for withdrawal and oral medications were provided until surgery could be performed. The pump was replaced on (B)(6) 2019. The issue was considered resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No fur ther complications were reported.

Manufacturer narrative:
See attached user facility medwatch (report # 4900320000-2019-8038). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued. Attachment: [703254892_medwatch.pdf].